Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. The device was found to have gone into hardware vvi mode after it detected several parity errors. The cause of the parity errors could not be conclusively determined. The device was tested on the automated electrical test system, and no anomalies were detected.

Event description:
It was reported that the device was found in reset after the patient received radio-therapy near the groin.